Event description:
It was reported that for the past 3-4 weeks they have had a lot of high movements and a tremendous amount of shaking which they normally do not have. They told their doctor it was like their medication was not only lasting for 2 hours to 2.5 hours but it should be lasting closer to 3 hours and they would experience shaking, tremor and gate issues. Yesterday when they logged on to the therapy app they noticed the system was turned off and there was an error message 634 indicating therapy was off due to low ins battery. Patient thought that was odd so they went through the system to make sure everything was charged and confirmed the ins battery was at 50% but therapy was off so they had to manually turn it back on again. Patient indicated they have gotten this 634 message more than one time. Patient confirmed they were checking the ins battery charge level on both the therapy app and the recharger app. For example, after encountering 634 error they started ins charging session, and the recharger app showed therapy was off, charge quality was good or excellent, and the ins battery was charging at 50%. Patient also reported that they charge weekly and the ins battery is never below 30-40% when they start charging so it was not clear why therapy was turning off and they were encountering the 634 errors. Patient mentioned they recently had adbs programming. Recommended patient start charging ins battery more frequently until they can follow up with managing physician to check device logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from hcp indicating that cause of issue is not known but device setting and adbs may be contributing factors. Problem remains unresolved.

Manufacturer narrative:
Continuation of d10: product ID a620, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.